Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported implant dislodgement could not be confirmed; however a proximal seal break was noted. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported difficulty removing the sheaths cannot be determined, the proximal seal break appears to be related to the reported difficulty removing the sheaths. Based on the information provided and the analysis of the returned device, there does not appear to be any indication of a product quality deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that when attempting to remove the yellow protective sheath from the 2.5 x 18 mm delivery system, the sheath was stuck. When it was finally removed, the implant came of with it. A new device was used without issue and there was a good patient outcome. There was no clinically significant delay in procedure. No additional information was provided. Return device analysis revealed the proximal balloon seal was separated from the outermember; the implant was not dislodged as reported.